Event description:
Preparing for routine trach care and inner cannula change. Product inspection revealed a second partial inner cannula within package. Seal was not intact which made the inner cannula no longer sterile.